Event description:
It was reported that in (B)(6) 2013 the pulse generator was interrogated and it was found that elective replacement indicator (eri) had been tripped. It was believed that it was caused by electromagnetic interference. The patient deceased on (B)(6) 2013. The device was interrogated the same day the patient deceased and an eri trip was noted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis confirmed normal battery depletion.